Event description:
It was reported the single use aspiration needle solid metal shaft attached to the white plastic base became loose and mobile, despite being designed to remain securely fixed. The issue occurred during an unspecified endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.